Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, noise resulting in oversensing and inappropriate episodes of automatic mode switching was noted on the right atrial (ra) lead. Based on the electrical anomalies, the physician alleges ra lead damage to be the cause of the event. The physician decided to perform no intervention at this time to resolve the event. The patient was in stable condition and will continue to be monitored.